Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian vein. A 9.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 15 atmospheres, the balloon ruptured. The lesion was incompletely dilated and another 9.0 x 40 75cm mustang¿ balloon catheter was then advanced and completed the procedure. No patient complications were reported.